Event description:
I experienced severe blistering after using the zio patch from irhythm. The blisters are oozing yellow liquid. My skin is seriously inflamed. Irhythm has not been responsive to my request for information as to how to manage the problem. On the first call, the person simply said they couldn't help. When I called again, I identified the issue as a complaint. The person nicely took my information and promised a call back. It has been 10 hours and no one has called me. FDA safety report ID# (B)(4).